Manufacturer narrative:
Updated b5, d4 (serial & UDI), g4 and h4.

Event description:
It was reported that (11) large volume pump display boards need to be replaced for missing pixels. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (11) lvps had displayed dim segments.